Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. The fse replaced both high-resolution stereoscopic viewer (hrsv) monitors to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the left eye on the surgeon side console (ssc) was black. Prior to calling, the customer restarted the system and reseated all blue fiber cables with no change. The caller reseated the scope with no change and was going to try a backup scope. Technical support engineer (tse) reviewed error logs and found error 121 indicating the left high-resolution stereoscopic viewer (hrsv) failed to reach desired brightness. The tse recommended performing a hard power cycle on the ssc. Caller was not able to restart the system during the call and stated they will perform a hard power cycle as soon when possible. There was no reported injury. The procedure was converted to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue remained after the system was shut down and rebooted. The system was turned on is the usual manner. At said time all systems functions were normal. Upon docking of the robot, the error was noticed. After troubleshooting with no change, the case was converted to laparoscopic . The system was rebooted twice with no change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the two high-resolution stereo viewers (hrsv) involved with this complaint to perform failure analysis. The reported issue was replicated. Both hrsv's units were installed into a pca x system, but there was no image in the left eye when powering up. The complaint was confirmed based on failure analysis.